Event description:
It was reported that arteriotomy closures of mildly calcified right and left common femoral arteries were attempted using starclose se devices after a bilateral peripheral interventional procedure. Reportedly, on the left groin the sheath was not completely split. Per the instructions for use the device release mechanism was used to remove the device. At the right groin the same experience occurred. Hematomas occurred at both groins, manual arterial compression was applied to resolve the hematomas and achieve hemostasis. There was no reported adverse patient sequela. It was reported that the physician is trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis found the device was returned with the thumb advancer/delivery tube partially deployed, a partially split sheath, and a retracted plunger. The vessel locator wings were retracted from activation of the safety release mechanism, as reported. There was no detected anomaly or procedural related external or internal damage to the device. The flex guide was bent immediately distal of the retracted delivery tube and is an observation only and not a failure mode. It was determined that the bend occurred post procedure due to the location of the bend being proximal of the termination point of the split in the sheath. If the bend had occurred during the procedure, the distal deployment of the thumb advancer/delivery tube would have terminated proximal of the termination point of the split in the sheath. The device was reset for redeployment testing. The test was successful with complete thumb advancer/delivery tube deployment, complete splitting of the sheath with no detected resistance. There was no detected anomaly during the investigation of the device. Difficulty or a failure to deploy the thumb advancer and delivery tube may be caused by manufacturing, anatomical or user technique issues and would result in a failure to deploy the clip and achieve hemostasis with the device, requiring another form of arteriotomy closure. During manufacturing, the lot is visually inspected. Additionally, samples from the lot are functionally and destructively tested to assure proper device function. Anatomically, any feature within the body that may interfere with the device may contribute to difficult device deployment. Reportedly, the patient had mild calcification in the femoral arteries, a history of peripheral vascular decease and prior arteriotomy closure in the target groin. The target groin may have had fibrous or scar tissue that could have affected deployment, and is contraindicated in the starclose se instructions for use (IFU) which states: do not deploy the clip in areas of calcified plaque which states that based on the investigation there was no detected device malfunction. The possible cause for the reported event is related to patient selection/user technique. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there have been no other previous incidents reported for a failure to deploy the thumb advancer with patient effects of a hematoma. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other starclose se device is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.